Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis, chest pain. The customer reported change sensor and sensor updating alerts. The customer reported blood glucose value of 450 mg/dl. The customer had an emergency visit to hospital, was hospitalized and treated with intravenous insulin infusion and manual injection. The event involved product(s) mmt-332a, mmt-1884, mmt-7040ma, mmt-243a. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040ma, mmt-243a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08765 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) event date of 08-oct-2025, related svn#: (B)(6) ss event date of 11-oct-2025 and related svn#: (B)(6) sap/customer's note event date of 09-oct-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6) event date of 08-oct-2025, related svn#: (B)(6) ss event date of 11-oct-2025 and related svn#: (B)(6) sap/customer's note event date of 09-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) event date of 08-oct-2025, related svn#: (B)(6) ss event date of 11-oct-2025 and related svn#: (B)(6) sap/customer's note event date of 09-oct-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 15:35:00.000. Insert battery alarm was found on: (B)(6) 2025 17:40:44.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 03:51:58 pm. There was no power data available for the date on (B)(6) 2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Sensor error alert (801) was found on: (B)(6) 2025 14:57:57.000, on (B)(6) 2025 19:34:21.000, on (B)(6) 2025 01:42:09.000, on (B)(6) 2025 04:02:10.000, lost sensor 1 alert (780) was found on: (B)(6) 2025 12:21:00.000, 10/08/2025 12:31:00.000, on (B)(6) 2025 21:40:00.000, on (B)(6) 2025 13:13:00.000, 10/10/2025 13:23:00.000, sg calibration error (776) was found on: (B)(6) 2025 05:54:21.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.78 mv). The pump was received with a depleted energizer max alkaline battery installed. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for sensor anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.